Manufacturer narrative:
The customer's report that the fluid poured out of the vent was confirmed. The used set was received with its drip chamber vent filter already wetted with fluid residue. During functional testing fluid was observed to leak from the vent filter. The root cause of the wetted drip chamber vent filter was not identified.

Event description:
It was reported that the tubing was connected to a propofol bottle and the propofol ¿poured¿ out of the vent. This event occurred prior to use. The tubing to the propofol bottle was replaced and there were no further occurrences. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), and h.6, (patient code). The customer's report that the fluid poured out of the vent was confirmed. The used set was inspected for kinks, holes/tears in the tubing or damages to the components. The vent of the drip chamber was received opened and further inspection observed the vent filter was wetted and had fluid residue within the vent. No other obvious issue or damage was observed. During functional testing fluid was observed to leak from the vent filter. The root cause of the wetted drip chamber vent filter was not identified.

Event description:
It was reported that the tubing was connected to a propofol bottle and the propofol ¿poured¿ out of the vent. This event occurred prior to use. The tubing to the propofol bottle was replaced and there were no further occurrences. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing was connected to a propofol bottle and the propofol ¿poured¿ out of the vent. This event occurred prior to use. The tubing to the propofol bottle was replaced and there were no further occurrences. There was no patient involvement.